Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that the unit tore up the prematrix. On (B)(6) 2016, it was clarified that the issue occurred during distributor inventory inspection. There was a package defect, where stains were found on the product. There was no patient involvement or harm associated with the report and no surgical procedure was affected. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), a 3:1 ratio cutter, serial number (B)(4), and a 4:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) six times as documented in the repair reports in livelink. The last repair was february 27, 2014 where it was reported that the ratchet was broken and stuck on the post and the ball detent, roller, worn bushings, and worn side plates were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by on august 25, 2016 revealed nicks and denting to ratchet handle. There were nicks and scratches noted to the mesher handle. The latching pins engaged but were loose. The comb was bent on the right side. The roller gear was worn and there was galling to the roller extension. There was wear and minor deformation to the blades on the 1.5:1 ratio cutter (serial number (B)(4)). There was wear and minor deformation to the blades on the 2:1 ratio cutter (serial number (B)(4)). There was wear and nicks to the blades on the 3:1 ratio cutter (serial number (B)(4)). There was wear and nicks to the blades on the 4:1 ratio cutter (serial number (B)(4)). A test mesh was not performed with any of the cutters due to the condition of the comb. The calibration and sample mesh could not be performed due to the comb being bent. Repair of the skin graft mesher was performed by zimmer biomet surgical on august 30, 2016 which included replacement of the damaged comb, roller, side plates, ratchet gear, pin and spring. The 1.5:1 ratio cutter, serial number (B)(4), passed all specifications. The 2:1 ratio cutter, serial number (B)(4), failed to produce a complete mesh. The 3:1 ratio cutter, serial number (B)(4), failed to produce a complete mesh. The 4:1 ratio cutter, serial number (B)(4), passed all specifications. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection multiple components were damaged and a test mesh could not be performed with any cutters due to the bent comb. The root cause of the device tore up the prematrix cannot be specifically determined with the provided information. The issue was resolved with the damaged comb, roller, side plates, ratchet gear, pin and spring. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the unit tore up the prematrix during surgery. No adverse events were reported as a result of this malfunction. Investigation result revealed that the comb was bent on the right side.